Manufacturer narrative:
This report is submitted on january 15, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, due to a brain tumor growth at the implant site. Reimplantation with another fixation method is planned, but has not yet occurred as of the date of this report.